Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2016. Reportedly, the patient entered finger stick values during loss of antenna. Reportedly, the patient wore the sensor beyond seven days. No additional event or patient information is available. Data was provided for review; however, inaccurate cgm values could not be found. A root cause could not be determined via data. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. Labeling indicates: dexcom g5 mobile sensor sessions last seven days.